Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced button error and frozen screen. The customer's blood glucose value was unknown. The customer stated that the escape and act button might have been stuck. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was not returned for analysis.